Event description:
A consumer reports that the patient is experiencing visual disturbances described as light flashes from lights and the sun. The association between this report and the intraocular lens is not known. More information is being sought.